Event description:
The customer reported via phone call that they had a no delivery alarm when attempting to bolus. The customer's blood glucose was 527 mg/dl. The customer stated they could not treat for their blood glucose at the time of the call. Troubleshooting found the drive support cap was flushed on the insulin pump. The customer could not recall how the damage occurred on the drive support cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).